Manufacturer narrative:
The pcba was returned to the stryker product assessment center (pac) for evaluation. The root cause was determined to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen. The component was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's ui pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.